Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting and has developed paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2020 and to the submental area on (B)(6) 2020 using the cooladvantage applicator and developed paradoxical hyperplasia (ph) after treatment. The patient was diagnosed with ph on 08/jun/2021 by a medical professional.